Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer stated that the unit's speaker is not working during testing. No patient involved. Further information is unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the unit's speaker is not working during testing.¿ the unit was triaged and the reported condition was confirmed. The unit¿s buzzer did not audibly alarm during startup. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.